Manufacturer narrative:
(B)(4). Concomitant products: dil cath: tazuna; guide wire: runthrough, fielder, pilot 50; stent: resolute integrity 2.5x18. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 90% stenosed circumflex artery at the bifurcation of the obtuse marginal. A non-abbott balloon catheter was advanced to the proximal circumflex and a pilot 50 guide wire was advanced to the obtuse marginal for protection of the side branch. A 2.5 x 8 mm non-abbott stent was implanted in the proximal circumflex. During removal of the pilot guide wire, there was resistance with the implanted stent. A non-abbott guide wire was inserted and the procedure was successfully completed with kissing balloon technique. A comment was made that it was possible the pilot guide wire did not have as much coating as others. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.